Event description:
It was reported the tsb35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate after the first firing, the jaw broke and the jaw could not open and reload cartridge. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. H6; anvil dislodged. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0164p; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper loockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with anvil dislodged from closure tube. When this condition exists pressing release button will not open instrument. Anvil was re-aligned and instrument was cycled, fired, cut and formed staples within design specification. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly.